Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced tubing issues with multiple infusion sets. Blood glucose (bg) was impacted (600 mg/dl). Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.